Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient, procedure and product details. Spoke with international representative regarding patient information missing from the file and was advised that united kingdom has a privacy law that prohibits the transfer of patient data. Therefore, the patient details are unobtainable. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the procedure and product details (e.g. Date of event and corporate lot#) that were not previously obtained during the initial investigation. The international representative was unable to provide any details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following the breast tissue marker placement, the marker was noted to have migrated to the skin surface after pressure was applied to the biopsy site. There was no reported patient issue.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. Two marker pads were returned for evaluation. The investigation is inconclusive for the reported event, as the marker applicator was not returned in its entirety, and the conditions of use could not be recreated. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current senomark ultra breast biopsy marker instructions for use (ifus) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product, or procedural details to bard.